Event description:
The clinician reports, that the implant was inserted (B)(6) 2010 in ada 10 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and swelling. No further patient complications were reported.